Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter was reading inaccurately low compared to a calibrated laboratory device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient informed the csr that the alleged product issue occurred approximately one month prior to the alert date of (B)(6) 2017. At this time the patient obtained a blood glucose result in the region of ¿82-85mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen, taking 30 units of insulin, in response to the subject meter result. The patient reported that immediately after this they developed symptoms of ¿giddy¿ and then ¿fainted¿. In response to this the patient did not take any self-treatment, but went to the hospital where they were hospitalized. The patient does not recall what treatment, if any, was received at this stage, but informed the csr that they had their blood glucose measured on a calibrated laboratory device and obtained a result of ¿366mg/dl¿ before any form of treatment was received. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter. However, the test strips being used had been open longer than the discard date, expired, or stored improperly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an inaccurate low result with the subject meter.